Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that control iq software turned off unexpectedly. There was no reported adverse impact to the customer's blood glucose. Reportedly, customer reactivated the control iq software and continued to use the pump for insulin therapy. Although requested, the customer declined troubleshooting with tandem technical support.